Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: open packing: the analysis of the photos sent by the client was carried out and it was possible to observe the open packaging, bd can confirm / reproduce the incident in question. Additionally, the batch retention samples were analyzed and no defects were found. The analysis of the batch history (DHR), maintenance records and quality notifications of the batch were carried out. No quality notification and maintenance records potentially related to the failures were observed. The root cause of the occurrence is the fall of the film in the equipment, which generates the displacement of the film and fails to cut the packaging. Due to the displacement of the packaging, the incident also causes the batch number to be cut. The production processes are validated in accordance with the defined acceptance criteria the incident identified from this complaint will be monitored for trend assessment. Needle missing: through the photos sent by the client, it was possible to confirm the incident of needle missing, bd can confirm / reproduce the incident in question. Additionally, the batch retention samples were analyzed and no defects were found. According to the analysis of the maintenance orders the possible cause for the incident was a failure in the vision system of the assembler and locking in the cannula positioner. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle precisionglide 18x1-1/2in package compromised. This occurred on 27 occasions. The following information was provided by the initial reporter: we observed the non-conformities in the products below: description: irregular sealing and cutting exposing needles. Description: when opening the package, the hub was detected without the needle.